Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, the outer sleeve had a crack while being used with a 10 millimeter rigid endoscope and a 5 millimeter ligasure. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve for a tt012 device was received. Upon visual inspection the sleeve was noted to be cracked, the obturator is in good condition. Due to the damages found on the sleeve, a possible cause for this condition is due to improper handling it appears that sleeve hit a hard surface and this caused the reported event. It should be noted that all ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.